Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are concerned their batteries are depleting faster than they have been told. It was stated that they checked the voltage with their patient programmer (pp), and the left implantable neurostimulator (ins) was at 2.78, with the right one at 2.68v. The left has also been depleting really fast and now at 2.72 v. When the patient contacted the manufacturer representative (rep) in (B)(6) 2016 they were told they do not need a replacement for another year, with their healthcare provider (hcp) telling them they need the batteries now. Follow up with the hcp is to be conducted. The patient's indication for implant is obsessive compulsive disorder (ocd) and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.